Event description:
It was reported that unspecified bd infusion set had air bubbles. The following information was received by the initial reporter with the following: IV pump beeping, due to be empty so as nurse in room to sl IV site noted IV tubing to be full of air bubbles all the way to pt. Pump with red alert about "air bubbles" but did not read entire alert because tubing was not observed when pump module turned off. Tubing off with site sl. Pump showing 499 ml infused. Fluids hanging and to be infused volume were pitocin 450 and ancef 100 ml. Pump and tubing removed from room.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.